Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead. Imaging was completed, but clear capture was noted. Prior to the revision process, the patient complained of device site discomfort. Upon opening, a system infection was noted. The system was explanted on (B)(6) 2025. No further adverse patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The cause of infection could not be traced to the device.